Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed and hemostasis was achieved. Prior to applying a sterile dressing, a nurse felt the groin site with an unsterile glove. After noting the break in sterility, it was decided that prophylactic antibiotics would not be administered. In 2001 the patient presented at the physician's office with what appeared to be an infection and was admitted to the hosp. The pt was given vancomycin and claforan and showed improvement, but two weeks later, the pt was sent to surgery for an incision and drainage of a small abscess and removal of the vasoseal collagen plug. The wound cultures were positive for staph. Following surgery, the pt was responding well to antibiotics and was scheduled for discharge from the hosp in 2001. No further complications were reported.